Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method: the actual product involved with the incident reported has not been received. Results/conclusions: the actual device has not been received. No product evaluation can be performed at this time. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product form this finished good lot and all of the components met surgical specialists (B)(4). Requirements through the incoming, manufacturing and the final inspection processes. No inventory available from the same finished goods lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the lot reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint#(B)(4) (ethicon's complaint #(B)(4)); item number sxmd2b407 = 2fs-2 3-0 undyd monoderm 14x14; finished good lot number - mbnh110.

Event description:
It was reported that, 'during a breast reduction, the needle broke into three pieces during use. It is unknown whether all three pieces were successfully retrieved. The used product is available to be returned for analysis. (B)(4).